Event description:
Ems were attending to an alert pt complaining of chest pain. During an attempt at monitoring pt, the device lost power during the power up self test. After the battery was replaced, the device continously displayed ra leads off and a flatline. The operator checked all connections and could not discern a reason for the message. A back up monitor was obtained and useds to continue treatment to the pt. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.

Manufacturer narrative:
The customer has not returned the device to use.